Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a burning smell was coming from the cd 3200 sl analyzer. The analyzer was then turned off and service was dispatched. The fsr observed charring inside the analyzer including boards. The fsr also states that it appears blood sprayed and pooled inside of the analyzer. No actual fire was observed and no damage was reported outside of the analyzer. There was no report of injury or exposure reported related to this issue.